Event description:
Customer reportedly received the following results on the inform ii system within 10 minutes: 506 mg/dl and 165 mg/dl. Requested return of suspect strips and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Device not available for return.